Event description:
Customer reported experiencing high blood glucose events with levels exceeding 600 mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. To address the situation, the customer changed the infusion set and administered a manual injection. Customer support advised consulting with a healthcare provider for further evaluation.